Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient¿s initials were sb. The implants were mentor smooth saline implants. The replacement devices were mentor saline smooth breast implants. In addition, the medwatch form mentions another set of mentor saline implants (replacements) that will be reported in a separate complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness and deflation note: the date problem observed was (B)(6) 1997. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5099292 that a female patient underwent a breast surgery with an unspecified saline mentor breast implant and suffered from bilateral generalized illness symptoms and bilateral deflation. As a result, the patient had undergone removal and replacement with unspecified breast implant on (B)(6) 2007. This medwatch is for the left side.